Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed diaphragmatic stimulation from the left ventricular (lv) lead over time. Programming attempts were made, however, they were unable to obtain a pacing safety margin while avoiding diaphragmatic stimulation. It was also noted the patient experienced phrenic nerve stimulation and the lv lead had unstable thresholds. The lead was programmed off and remains in the patient. No further patient complications have been reported as a result of this event.